Manufacturer narrative:
UDI number is not required for this product code. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to the information reported by the user facility and quality documents. A review of the manufacturing inspection records for the past five years was conducted with no relevant findings. A search of the complaint database confirmed there have been no similar reports for the reported part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angel or rotating or too quickly." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Actual device not available.

Event description:
The user facility reported a nurse incurred a needle stick with the involved device post treatment. Follow up communication with the user facility reported the following information: the needle stick injury was suspected to have occurred when the catheter was removed from the component; and the health condition of the nurse is currently being monitored.